Event description:
On (B)(6) 2012, the reporter called animas alleging that the up arrow keypad button is not responding, requiring multiple presses to evoke a response. The keypad is reportedly intact without damage. The patient reportedly keeps the pump in a pocket and does not clean the pump. There is reportedly no adverse event associated with this complaint. This complaint is being reported because of the alleged keypad malfunction which remained unresolved.

Manufacturer narrative:
(B)(4): on examination, the keypad was found to be fully intact, with no peeling or damage observed. The symbols are noted to be worn off the contrast, up and down arrow buttons. The ok and down arrow keypad buttons respond appropriately when pressed. The contrast and up arrow keypad buttons have intermittent response when pressed. All keypad buttons have normal spring back or click. The keypad was removed for investigation revealing contamination under all the contact buttons.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.